Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# (B)(6) implanted: (B)(6) 2021. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), ubd: 11-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a neurology programming follow-up appointment, the patient said they had a scab formed over the anterior medial margin of their right stimloc. The patient reported that approximately 2 weeks ago, they started feeling some pain in the area and, upon inspection, found an open, weeping wound. They said they had not hit her head on anything or had any falls. The patient had been applying triple antibiotic ointment to the area. It had since healed and closed. The nurse practitioner said they could feel some fluid under the scab. However, it did not appear inflamed. The patient noted factors that may have led to or contributed to the issue: they had weight loss surgery recently and had increased dandruff since then. The neurology nurse practitioner inspected the wound and referred the patient to a neurosurgeon for an evaluation. The issue was not resolved by the time of this report. It was unknown if a surgical intervention was planned.  The manufacturer representative (rep) would follow up with additional information after the patient has seen neurosurgery.

Event description:
Additional information was received from the manufacturer representative (rep), and the healthcare provider hcp reported that the entire system was removed on (B)(6) 2023. The factor that may lead to or contribute to was weight loss surgery. The issue was not resolved by the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va28xhx, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead product ID 3708660, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type extension product ID 3708660, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type extension product ID 3389s-40 lot# va25b79, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported an MRI of the brain was ordered and they were going to remove the complete system, but this hadn¿t been scheduled yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s reprenstatiev (rep), which was confirmed with the healthcare provider (hcp), reported the patient had recent weight loss surgery which was believed to be the origin of the infection.